Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the prograsp forceps instrument to perform failure analysis. The instrument was found to have broken main tube at the distal end. The distal tip was observed to be nearly detached from the main tube; however, complete separation had not occurred at the time of return. There were missing pieces of the broken main tube, but the size of the missing pieces cannot be confirmed. Inspection of the internal components revealed that the electrical wires and internal cables within the main tube remained intact. Components adjacent to this broken main tube show damage which may indicate potential mishandling. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. Additional observation(s) related to customer reported complaint: the proximal clevis was observed to be dislodged from the main tube interface. Loss of proper engagement between the proximal clevis and the main tube was noted, which may be associated with structural compromise of the main tube. No evidence of complete separation or missing material from the proximal clevis was observed. The probable root cause is attributed to damage incurred during use, which may result from accidental drops, unintended collisions with other instruments, or excessive side loading associated with the main tube failure.

Event description:
It was reported that a prograsp forceps instrument was dropped and that broke the shaft. There were no report of patient involvement and no reported injury.